Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred post-operatively following a laparoscopic appendectomy. The patient experienced right lower quadrant pain and fecal smearing. She had an additional operation in which numerous small staples were found which had caused adhesion from the cecum to the retroperitoneum outside of the appendectomy staple line. The surgeon took down the adhesions and excised the staples. The patient underwent an additional procedure several months later in which additional staples were removed. The patient was in good condition following the procedure.